Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found that pump had damaged lens. Review of device history log identified following event: 10/2/2018 2:14:39 am standard battery at 100%. 10/30/2018 12:37:36 am medium alarm displayed: loss of power occurred while running 10/30/2018 12:38:01 am medium alarm silenced: loss of power occurred while running functional testing included battery life test. The pump passed battery life test. The customer's issue was could not be duplicated. The complaint was not confirmed. The problem source could not be identified.

Manufacturer narrative:
Correction: on the follow up report, the date of the report was noted as 6-dec-2019 instead of 12-jun-2019.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's battery drained at a faster rate. The reported incident did occur while in use with a patient. There was no patient injury due to the reported event.